Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula kinked event on (B)(6) 2024 after 1 day of insertion. Insertion site was abdomen. Blood glucose level was high. Therefore, patient was treated with insulin pump and manual injection . Customer replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.